Event description:
The patient's spouse reported that the patient went to the emergency room due to chest pain. The patient was found to be in atrial fibrillation and was admitted for "rapid treatment." Two days later the patient was back in the hospital because the patient's "feet and ankles are swollen" and the patient was given morphine for the patient. The patient's spouse indicated that "it's because [the patient's] pacemaker isn't working." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.